Event description:
It was reported that, during a craniotomy, smoke was observed from the tool/attachment. The tool and attachment were replaced and the procedure was completed with another system. It was noted later that a portion of the tip of the footed attachment had been damaged and a piece was broken off and detached. The detached portion was recovered. On follow-up, it was noted that tip was located on an post-op x-ray. The incision was reopened and the detached portion was retrieved.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. The two tools returned were evaluated and it was noted that lot # 0001829797 showed signs of wear and was determined to be 0.07" less than specifications. Lot# 0001289539 was within specifications. Tool geometry did not contribute to the event. The user manual contains the following warning, "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff."